Event description:
Additional information received noting that the report of "nonfunctioning vns device" was referring to the fact that the device is not in use as the generator was previously explanted and not due to a device malfunction. The explanted lead was discarded.

Event description:
It was reported that the patient was scheduled for vns lead removal on (B)(6) 2025 but a reason was not provided. Additional information received noting that the explant occurred due to a "nonfunctioning vns device" and the explant was for patient comfort only but no further details were provided. The explanted lead has not been received by product analysis to date. No other relevant information has been received to date.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.